Manufacturer narrative:
The device was not retained by the hospital for evaluation into root cause. A product evaluation could not be performed. Manufacturing records were reviewed and there were no associated non conformances. It is important to note that this device was in use for 3 days. These cannulae as stated in the IFU are instructed to be used less that 6 hours. They are also indicated for femoral access only. The use of this device in the aorta and for 3 days is considered off label use. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
The patient associated with this product failure experienced minimal blood loss while in the operating room. The cannulae was exchanged within the operating room. . The patient has since recovered. Edwards has taken the corrective action to update the IFU's relating to placement outside of femoral access.

Event description:
It was reported by the sales rep that the "femflex 8 fr arterial cannulas came apart at the point of the small wire reinforced part to the larger diameter part" during patient use. The cannula needed to be exchanged and there was reported pt blood loss. In a discussion with the chief perfusionist at the hospital, the event occurred in the ICU: newborn female, cannula was in use for 3 days when event occurred. Event occurred at night in the ICU, not immediately noted, required transfusion of 8 units of blood. This cannula separate at the wire wound section. The cannula was secured midway up the wirewound section. Placed into the aorta. This patient is currently on ECMO and expected to wine off as she is reportedly doing well.